Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 11, 2023.

Manufacturer narrative:
This report is submitted on april 13, 2023.

Event description:
Per the surgeon, the patient experienced pain and an extrusion of the receiver/stimulator. The device was explanted on (B)(6) 2023. The patient was re-implanted with a new device in the same procedure.